Event description:
A report was received that during a permanent implant procedure, it was discovered that the implanted trial lead insulation was damaged at the proximal contact. The lead was replaced and the patient's system is working properly.

Event description:
A report was received that during a permanent implant procedure it was discovered that the implanted trial lead insulation was damaged at the proximal contact. The lead was replaced and the patient's system is working properly.

Manufacturer narrative:
Visual and photographic imaging of the lead reveals that the lead was fractured at the proximal end between the retention sleeve and contact number eight (8). A review of device history record did not reveal any anomalies during the manufacturing process. The lead was successfully used during the trial procedure which also indicates no issues were detected at time of the trial implant. The root cause of the failure is not known.